Event description:
It was reported that customer had low blood glucose of 40 mg/dl and treated with eight glucose tabs. Customer reported that basal rate was set at 85 % and blood glucose was still low. Customer was advised to speak with helpline who would be able to troubleshoot for low blood glucose. No further information provided.

Manufacturer narrative:
Currently it, is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.